Manufacturer narrative:
The implanting clinician stated the discomfort experienced might be related to the patient being so petite and slow healing of the wound. The patient reported wearing the device at least two hours per day, and the pain has decreased. No further issues have been reported. The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a non-sterile device or expired device, patient engaging in strenuous activities, not using antibiotics, not prepping the skin, using inappropriate tools, patient having pre-existing conditions, and patient picking at the wound have been ruled out as potential causes. However, the questionnaire shows multiple tunneling passes were required, and the implanting clinician did not irrigate the site before closure which may have contributed to the occurrence. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the discomfort is likely due to poor patient candidate selection due to patient thinness and multiple tunneling passes and the not irrigating the site before closure (user error - clinician).

Event description:
Patient reports pain at the implant site.